Manufacturer narrative:
(B)(4). The rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the complaint rt268 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected and pressure tested. Results: visual inspection of the complaint rt268 infant dual-heated evaqua2 breathing circuit revealed no damage to the returned breathing circuit or the dryline. The pressure test also revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned device. All rt268 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt268 infant dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the rt268 infant dual-heated evaqua2 breathing circuit did not pass the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising the investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the rt268 infant dual-heated evaqua2 breathing circuit did not pass the ventilator leak test prior to patient use. There was no patient involvement.